Event description:
Reference number (B)(4). Event occurred in saudi arabia. . It was reported that the patient faced an infusion set bent cannula event on (B)(6) 2026. The event occurred on the first day of insertion. The insertion site was the lower back. The infusion set was in use for one day. The blood glucose level was high, and the patient was treated with pump correction. The patient replaced the infusion set and resumed insulin successfully. No further information available.